Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analysis found no anomalies.

Event description:
It was reported that the patient fainted and was admitted to the hospital. Testing indicated a loss of capture, and it was thought that the thresholds had fluctuated. A procedure was performed to replace the device and the lead remains in use. No further patient complications have been reported as a result of this event.